Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was receiving good therapy, but reported intermittent shocking (4-5 times total) in the vagina, leg, and the ins pocket. The caller stated that the patient was having pocket revision that day due to the ins being perpendicular to the skin. The doctor was questioning whether he should replace the battery, as the longevity estimate read only 29-49 months. Technical services reviewed the possibility of an intermittent short. The caller checked impedance and had some pairs over 4k, but resolved once the testing voltage was increased. The patient was programmed to 0.8 volts, 18 hz, 120 pulse width. The patient also reported feeling a pull down the same side as the battery when she reached for something. The previous device lasted 6 years and the settings have not changed. Technical services reviewed the possibility of an intermittent short and reviewed that the doctor could choose how to proceed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that the replacement device was placed in a more comfortable position by the healthcare provider (hcp). The patient did indicate that it felt more comfortable post-operation. Battery longevity with the new device was similar/identical to the original device indicating 29-49 months. No further complications were reported.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (ins) (s/n: (B)(6) revealed that the ins was functionally okay and it passed functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.